Event description:
Procedure: colectomy. Reportedly, the jaws were locked on tissue and the device was difficult to open. The handle on gun was stuck and required excessive force to open. It was release after a few trials and another device was used to complete the procedure.